Manufacturer narrative:
Related component: model number: 720185-01, lot number: 1000284924, model description: reservoir flat iz 100 ml, mfg. Date: 06jun2019, exp. Date: 05jun2021.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the patient presented with a "deformity in the glans area once the prosthesis was totally inflated" six weeks after the device was originally implanted. During the surgery while the patient was under anesthesia, the surgeon was not able to inflate the ipp device. The prosthetic surgeon recommended changing the ipp device with a malleable penile prosthesis. As a result, after the ipp was explanted a new tactra penile prosthesis device was implanted. The patient was stable following the replacement surgery.

Manufacturer narrative:
The explanted product was not returned for analysis. Therefore, the reported allegations could not be confirmed. The event cannot be reproduced or substantiated. A labeling review was performed and according to the ipp instruction for use, patient dissatisfaction is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. The product record review revealed no additional information related to the complaint, so an overall investigation conclusion code of known inherent risk of device was chosen. D4 - related component: model number: 720185-01. Lot number: 1000284924. Model description: reservoir flat iz 100 ml. Mfg. Date: 06jun2019. Exp. Date: 05jun2021.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the patient presented with a "deformity in the glans area once the prosthesis was totally inflated" six weeks after the device was originally implanted. During the surgery while the patient was under anesthesia, the surgeon was not able to inflate the ipp device. The prosthetic surgeon recommended changing the ipp device with a malleable penile prosthesis. As a result, after the ipp was explanted a new tactra penile prosthesis device was implanted. The patient was stable following the replacement surgery.